Event description:
It was reported that a device was alarming during pm testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. Review off the history log shows multiple events of upstream occlusion alarms which is more than likely what reported symptom of "device is alarming' is referring to. Upstream and downstream test were performed with the unit passing. Pump will be re-calibrated and then tested during the repair process to ensure continued accurate detection.